Event description:
A customer contacted beckman coulter inc. (Bci) to report blood in the waste sump drain for hydro pneumatic system on the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
Customer tried using hydro prime function to drain the system, however, it did not help. Customer technical support (cts) assisted customer with pulling the drain sump and cleaned the float switch sensor. That did not correct the issue. Cts assisted customer with pulling the waste collection sump and cleaned it. Per customer, the vessel used was too large and waste leaked/flooded. Customer stopped/homed system and the system stopped with pressure errors. On (B)(4) 2011, field service engineer (fse) replaced float switch. On (B)(4) 2011, fse replaced the fitting.